Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). The unique device identifier (UDI) is not provided because the lot number is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing loss of therapy. X-ray revealed lead migration. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.